Event description:
Required data has been corrupted and MFR cannot recover the data. Ob tracevue system failure, after which rptr was unable to read or retrieve data from the optical disk then in the system. Subsequently, the disk was sent to philips for data recovery, and they informed that the data was "unrecoverable". Since, legally, hosps are responsible for the acquisition, maintenance and availability of medical records, "unrecoverable data" is not an acceptable defense in a court of law for failure to produce a medical record. Hosp's disk contains several mos of pt data, and since the ob tracevue system was not purchased (or even offered for purchase) with a dual optical drive, that disk is the only copy of that data in existence. Rptr feels philips has a responsibility to its clients to provide reliable systems and the means to reasonably ensure data recovery in the event of system failure. The disk has been sent twice to philips with no resolution to the problem. Rptr finds it unacceptable, given current technology and the advanced data recovery tools available, that this data is "unrecoverable". The disk should now be sent by philips to its engineering experts in germany or outsourced to whomever has the expertise to recover this data.